Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of service repair error then shuts off. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre and observed that the led light does not turn on correctly, post reboot fails, pca with electrical damage, pollen filter service, blower box kit contamination, physical damage, blower contamination, blower outlet seal/isolator kit contamination. The customer complaint was reproduced. The device was repaired.